Event description:
A malfunction was reported involving the pump, where the customer experienced at least three occurrences of the same issue, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Despite no previous attempts to reset the malfunction, which was possible, tandem technical support decided to replace the pump to resolve the issue.